Manufacturer narrative:
Correction initial reporter address.

Event description:
Received from the FDA a copy of the customer's medwatch which states: "infant had medline tubing connected to broviac. Needleless connector found disconnected from the medline and syringe. There was approximately 44 mls of blood and intravascular fluid on the floor. Medical intervention was required." The customer further clarified that the baby lost 30 ml/kg of blood, required a transfusion, and was more stable after that relative to the fluid leak. The syringe male luer tip disconnected from the female luer of the valve and the male luer of the valve also disconnected from the female luer of the extension set it was connected to.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.